Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime anomaly. The pump passed the displacement test. The pump passed the unexpected restart error test. No resting time was noted. The pump was received with scratches on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and damage on the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer stated that she had lows since 8 weeks ago. The customer stated that her pump was resetting on its own. The customer stated that she noticed that the time was off 12 hours instead of stating it was 12pm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.